Event description:
A physician reported that during a retinal surgery while using an ophthalmic laser probe it did not enter properly through the cannula trocar. Surgery was completed after replacing the product without causing any harm to the patient. Additional information has been requested nine received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. Review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).